Manufacturer narrative:
It was reported by medical personnel that the patient experienced a controller fault alarm. The device was returned to the manufacturer for evaluation. There was no consequence to the patient reported. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. The reported event was confirmed during the review of controller log files which revealed a controller fault was logged. However, the failure was not reproducible during benchtop testing. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. Heartware has an open internal investigation to evaluate these events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Patients are instructed to always keep a spare controller and fully charged power sources available at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by medical personnel that the patient experienced a controller fault alarm. The device was returned to the manufacturer for evaluation. There was no consequence to the patient reported.